Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: photograph, video and/or physical sample evaluation: there was a photo associated with this case. However, the reported defect cannot be seen. No unused return sample was expected. Batch record revision results: packaging process performed in the doyen a line: lot 4e05621, order (B)(4), material 1704769, was manufactured on 31/may/2024 in the doyen a manufacturing line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 31/mar/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Extrusion, lamination and cutting process performed in the elc #11 line: the subassembly lots 4e05301 and 4e06231 manufactured in the elc #11 line. The complaints investigator ID (B)(4) performed a batch record review on 31/mar/2025 and it was confirmed that the applicable procedures were followed, the materials were correct as per bom and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Mixing process performed in the amk mixer large #2 and amk mixer large #3 manufacturing lines: the subassembly lots 4e03952, 4e06182, 4e00203, 4e01287 and 4e03952 manufactured in the amk mixer large #2 and amk mixer large #3 manufacturing lines. The complaints investigator performed a batch record review on 31/mar/2025 and it was confirmed that the applicable procedures were followed, the materials were correct as per bom and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Review of the batch records showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Historical complaints review: on 31/mar/2025, the complaint investigator ran a query in database to verify the complaints reported for the lot 4e05621 and the malfunction ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ and as result no additional complaints were identified during this search as per work instructions (wi). Historical nonconformance review: on 31/mar/2025, the complaint investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ for lot number 4e05621. As a result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 15 defective parts confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective pouch, which confirms that the lot is unlikely to breach an aql of (B)(4). This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted aql level for this type of failure mode or defect. Conclusion: a batch record review was conducted for the final product lot 4e05621, including the bulk lots 4e05301, 4e06231, 4e03952, 4e06182, 4e00203, 4e01287 and 4e03952), confirming that all relevant tests required during the manufacturing process and final product release were completed and met the necessary standards. No discrepancies or capas related to this issue were identified in the documentation and equipment used during testing was within calibration, ensuring the reliability of the results. Additionally, a defect rate analysis was performed, and the affected quantity falls within the acceptable aql for this type of defect. No changes to the end-to-end manufacturing process or components used during assembly of the batch were performed. No additional complaints were reported for lot affected related to the malfunction ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ defect. Based on this, no negative trend was identified. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 & manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 14 of 15. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The home care nurse reported that the end user was not new to using this product. The product had been applied to the left side of the abdomen to protect peristomal skin under an appliance. The product was removed every three to four days. The skin was prepped with a skin barrier wipe of unknown brand and dried completely before applying the dressing. The product was removed with correct technique that is low and slow with dressing parallel to patients' skin by using adhesive remover of unknown brand. Upon removal, the dressing became dry, crumbled, and was very difficult to remove because it came off in pieces and all these factors were related. It sometimes took twenty minutes to remove the dressing from his skin. Occasionally, the nurse needed to remove her gloves and use her bare fingernail to remove the dressing. There was no injury to the end user occurred, however, this caused frustration and extra time for the nurse and end user. The product was always stored in the end user's bedroom/dry area. A photograph was received from the complainant.